Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the exact cause could not be determined by the video that was provided for investigation. The video showed a 2fr per-q-cath PICC that was inserted in a patient. The t-lock extension set and stylet were connected to the catheter. It appeared that the PICC had been recently placed in the patient when the video was recorded. As the video played, a droplet of clear fluid formed on the external surface of the catheter tubing near the 6 cm depth mark. It is possible that the catheter was damaged with the stylet or a sharp instrument. However, the characteristics of the leak site could not be observed from the video, so the exact cause of the reported event could not be determined. A review of the manufacturing records revealed no evidence that the reported even was caused by the manufacturing process. A lot history review (lhr) of recq0799 showed seven other similar product complaint(s) from this lot number.

Event description:
It was reported that on (B)(6) 2020, a PICC catheter was installed in a newborn admitted to the neonatal ICU, after insertion, when testing flow and reflux, leakage of physiological solution over the length of the catheter was observed (first 5 proximal centimeters). After identifying what happened, the catheter was removed and another PICC was inserted in the newborn, same batch and exp date. There was no need for surgical/medical intervention and there was no blood or chemotherapy exposure to mucous membranes or skin.